Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Additionally, the ICD was unable to interrogate due to complete battery depletion. Technical services (ts) was consulted after the field representative checked the device and confirmed that the battery capacity had been depleted due to being in service for approximately 13 years. During this time, the field representative also found that shock impedance measurements were high and out of range. Ts documented this and recommended replacing the system. The ICD was explanted and replaced. The patient is expected to fully recover. No additional adverse patient effects were reported. This ICD is no longer in service.